Event description:
The physician intended to implant an endeavor sprint drug-eluting stent in the proximal rca. Lesion pre-dilation was not performed. It was reported that the stent dislodged from the delivery system during the attempted delivery and resulted in a coronary artery perforation, pericardium leakage and a cardiac tamponade. A snare was successfully used to retrieve the dislodged stent. The site reported that "it was not a device malfunction. The vessel had severe tortuosity and it was a procedure complication." The patient was treated with another endeavor sprint drug-eluting stent. The patient suffered an mi the following day one day post procedure. The investigator assessed that there was a relationship between the mi event and the events which occurred one day prior. The patient recovered without any sequelae. (Reference MFR # 9612164-2012-00170).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent embolism, mi, perforation, cardiac tamponade). Patient's condition affected effectiveness of device (severe tortuosity most likely contributed to the stent dislodgement and subsequent clinical complications). No results available since no evaluation performed (device or procedural images not provided for review). Evaluation conclusions: known inherent risk of procedure (stent embolism, mi, perforation, cardiac tamponade). Device failure/lack of effectiveness related to patient condition (severe tortuosity most likely contributed to the stent dislodgement and subsequent clinical complications). Unable to confirm complaint (device or procedural images not provided for review).